Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was low (value not provided) and the customer went to the emergency room. Customer reported low bg was due to the pump basal setting needing adjustment. The setting had been adjusted and low bg issue was resolved. Customer declined to provide further information regarding the event.